Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent.

Event description:
Report was received from (B)(4) via synthes (B)(4) stating that there was "debris in the package." The device was not used during surgery. There were no injuries or medical intervention reported. There was no contact info from (B)(6) available. No add'l info was provided.